Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. The transmitter that was being used with the sensor device was returned for evaluation on 01/20/2015. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of inaccurate blood glucose values was not confirmed.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 confirming the reported event of inaccurate bg values.